Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, hv lead impedance was noted. No intervention was performed. The patient was hospitalized and defibrillation threshold was tested.